Manufacturer narrative:
A customer technical support specialist (cts) assisted the customer over the phone troubleshoot the unicel dxc 600i synchron access clinical system. The cts reviewed calibration results for sodium (na) sample reference values and observed a difference of more than 150 points. The cts requested service. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the analyzer. Upon arrival the fse found that the issue had already been resolved by customer prior to service visit. Although, the issue was already resolved the fse performed ise (ion selective electrode) decontamination and preventative maintenance (pm). The customer replaced the sodium electrode prior to service to resolve the issue. No further issues were reported. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of false low sodium (na) patient results on their unicel dxc 600i synchron access clinical system. The customer indicated about ten (10) to twelve (12) erroneous results were reported outside the laboratory and later amended. The customer did not provide patient demographics, or printouts. The customer only provided verbal example for one (1) patient. There was no report of change to treatment, injury, or death associated to this event.